Event description:
It was reported that after a procedure the product was applied and the patient experienced dehiscence of the incision and an infection. Further medical intervention was required.

Manufacturer narrative:
(Pt. 2 of 3) .it was reported that the patient experienced implantation of a st. Jude loop recorder. The skin affix was applied after the procedure was completed. The patient reported discomfort at the site within 3 days of the implant. The patient was brought back for a wound site inspection on day 7 all of which the patient had dehiscence of the incision. The patient required 10-14 days of (unspecified) antibiotic therapy and explant of the device in a hospital operating room occurred 14-21 days post implant. The customer reportedly used all of the remaining product and no sample was returned for evaluation. No additional information is available. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.